Event description:
Falsely depressed sodium (na) and potassium (k) results were obtained on a patient sample on a dimension exl with lm instrument. The erroneous results were not reported to the physician(s). The sample was repeated on the original instrument and on an alternate dimension exl 200 instrument. After the customer replaced the integrated multisensor technology (imt) sensor, the sample was repeated again on the original instrument. All repeat results recovered higher than the initial results. The repeat results from the original instrument post imt senor replacement were reported as the correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed na and k results.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely depressed sodium (na) and potassium (k) results were obtained on a patient sample on a dimension exl with lm instrument. Quality control (qc) was within range on the day of the event. Siemens remotely assisted the customer. The customer bleached the integrated multisensor technology (imt) system and replaced the imt sensor and x-tubing. Then, the customer processed qc and patient samples, which recovered acceptably. Siemens further evaluated the event and ruled out reagent issues as qc recovered within acceptable ranges and no issues were reported with other patient samples. The cause of the falsely depressed na and k results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.